Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the quality engineer reported that the arterial blood parameter probe failed the blood parameter probe test. Since the event occurred during routine testing of the device, there was no pt involvement during this event.